Manufacturer narrative:
Device not returned.

Event description:
It was reported that the syringe needle was unable to be inserted through the cartridge septum during the loading process. Customer changed the cartridge to resolve the issue. Customer's blood glucose was not impacted.